Manufacturer narrative:
This report is being sent to correct our previous submission. Updated the following: adverse event/product problem to product problem.

Event description:
The manufacturer received information alleging a patient that after wearing the device all night, she would wake up in the morning with a headache, she never thought about it being the device until she learned it was recalled, and after she stopped using the device her headaches stopped is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. The event is reportable due to recalled device with serious injury and non-serious injury. Believes device caused serious injury.